Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent out of range issues occurred between the transmitter and pump with no continuous glucose monitor (cgm) sensor readings. Reportedly, issue was resolved and customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) displayed "high" on the cgm. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.